Manufacturer narrative:
(B)(4). The lot was manufactured december 1, 2015- december 3, 2015. The device was received for evaluation with approximately 3 to 5 ml of fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test and a functional flow rate test were performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor would not allow flow during infusion. The device was filled with 200 mg of furosemide in 48 ml of solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.